Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. It was also reported that the support cap is dented. Customer's blood glucose reading was 360 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.